Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device and the reported shaft separation was confirmed. The hypotube fractured faces at the separation were ovalled as if kinked prior to separation. The reported difficulty to remove the device over a guide wire was unable to be confirmed and a proxy guide wire was advanced and removed without any resistance noted. It should be noted that nc trek rx, instructions for use states: continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, although it was reported that the physician used force to remove the device, this was due to the device interacting with the guide wire, therefore the force applied during removal of the devices seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported/noted difficulties to remove and shaft separation appear to be related to circumstances of the procedure. It is likely that the bdc became entangled with the non-abbott guide wire, causing resistance during retraction. Additional manipulation and/or inadvertent mishandling the device against resistance likely kinked the hypotube ultimately resulting in the shaft separation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was treat approximately five tortuous and calcified lesions located in the left anterior descending and distal and proximal circumflex coronary artery. Five xience sierra stents were successfully implanted in the patient. A 2.5x12mm nc trek rx balloon dilatation catheter (bdc) was then advanced without resistance and performed post-dilatation of the implanted stents. The bdc was almost completely withdrawn from the patient anatomy when resistance was felt with the bdc and non-abbott guide wire, and the bdc wrapped around the guide wire. Force was applied and the bdc proximal shaft snapped and separated in two pieces on the wire approximately 8-10 inches from the hub. Both the wire and bdc were completely removed, and it was confirmed that no part of the bdc remained in the patient. The procedure concluded after the bdc performed post-dilatation of the implanted stents, and no additional devices were used. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.